Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ yellow particles observed on the surface of the device. ¿ observed deformation on the device. ¿ observed creases on the device.

Event description:
Healthcare professional reported capsular contracture baker grade IV diagnosed by ultrasound and palpation. Device was explanted and replaced with a non-allergan device. This record relates to the left side.